Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the reported issue. The service representative reinstalled the system software, reloaded the calibration files, adjusted the power supply three and replaced the footswitch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system locked up during a case. No pt injury was reported.